Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician stated that the cause of the post-operative complications could not be determined. It was also noted that they were not related to the perforation of the left common iliac artery during the index procedure.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of 300 mm in length thoracic dissection. It was reported that the patient had post-operative issues. It was reported that four days post index procedure the patient had coded and was resuscitated and has been having heart problems, maintaining their heart rate and cardiac output. Two or three days later the patient had paralysis in their legs and feet. The physician believes that when the patient¿s heart was unstable, the cardiac output dropped, which infarcted the spinal cord, resulting in the paralysis. No additional clinical sequelae were reported and the patient will be monitored by their physician.